Event description:
It was reported that during an lar procedure blade tip broke off. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.